Event description:
It was reported to the MFR by the vns pt that she has been experiencing an increase in seizure activity and hypotension since her reimplantation of generator in 2006. She was put on a respirator at the ER to help with the reported events. Good faith attempts made with the treating physician to obtain add'l info regarding the reported events have been unsuccessful to date.